Event description:
Ous MDR - this ICD was newly implanted on (B)(6) 2017 and was connected to two chronic leads. After the revision procedure the rv lead (implanted sometime 2011) shock impedance elevated above 150 ohms, where previously it had been about 60 ohms. Should additional information become available this file will be updated.

Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the ICD functions to be as specified. Evaluable data were not available for analysis, therefore a root cause investigation could not be performed. Should further relevant information become available for analysis, this investigation will be updated.